Manufacturer narrative:
When service reconnected the gradient cables, a required image orientation performance test was not performed. This is a required test after this type of work and would have immediately alerted the technician to the improper connections. The radiologist discovered the reversal quickly and only 8 pts were scanned while the connections were reversed. The technician returned the next day and corrected the problem. The technician admitted to skipping the test in his haste to complete the job.

Event description:
The service technician was called to a site for product servicing which included replacing the gradient coil. The service technician was called back the next day because the radiologist noted an orientation reversal. The service technician confirmed that he had connected the gradient cables incorrectly, (+) to (-) and (-) to (+) which would cause the reported issue. There were a total of 8 pts scanned with the improper gradient cable connections. There were no adverse pt events and there was no treatment rendered using any images obtained with the affected unit.